Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated. H6: medical device problem code: 2017, failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of a femoral artery using a prostyle relative to an interventional procedure. Reportedly, steps 1-2 were performed with the plunger pushed with the needles engaging with the cuffs. The plunger was not pulled out (step 3) to harvest the suture and the footplate was not retracted (step 4) prior to attempting to remove the entire device. The device was stuck in the vessel. Surgery was used to remove the device and achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, steps 1-2 were performed with the plunger pushed with the needles engaging with the cuffs. The plunger was not pulled out (step 3) to harvest the suture and the footplate was not retracted (step 4) prior to attempting to remove the entire device. The device was stuck in the vessel. The instructions for use, eifu, states the sequence of device deployment. Step 1 states to deploy the foot by lifting the lever (marked # 1). Step 2 states to deploy needles by pushing on the plunger assembly (in the direction marked #2). Step 3 states to pull out the plunger assembly from the body (in the direction marked #3) and completely remove the plunger. Step 4 states to return the foot to its original position by pushing the lever (marked 4). In this case, the IFU deviation likely contributed to the reported device entrapment. Based on the information provided. The reported device entrapment appears to be related to the user error. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.